Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that over pacing was noted on the same right atrial (ra) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that potential oversensing and undersensing on the right atrial (ra) lead was noted on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.